Event description:
The customer reported that the operator did not document on the procedure documentation that the trima flagged to count wbcs on a collection procedure. The operator instead labeled the product as leukoreduced. It was discovered in qc that the product was not leukoreduced. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore, no patient information is reasonably known at the time of the event. The disposable set is unavailable for return because the customer discarded it. This report is being filed due to an operator error that has the potential for injury.

Manufacturer narrative:
Terumo bct internal reference: (B)(4). The customer did not provide the lot number pertaining to this event, therefore, a device history record (DHR) search could not be conducted for this specific incident. All lots must meet acceptance criteria before release. Root cause: operator error. The operator inadvertently labeled the platelet product as leukoreduced despite receiving the displayed message to 'verify wbcs in platelet product' because a potential wbc contamination was detected. .

Manufacturer narrative:
(B)(4). Investigation: the run data file (rdf) was analyzed for this event. No unusual process variable was identified and trima accel operated as intended by displaying the 'verify product' advisory message. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.